Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "nacl 500 was added after chemotherapy as post-hydration over 12 hours. The next morning at around 6:00 a.m., the night watch found the infusion ready. The infusomat was checked again for the correct speed, which was correct. This did not have any serious consequences."